Manufacturer narrative:
All of the buttons functioned properly. However, a corroded keypad was found. There was no button error alarm during testing. The unit had a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, and a cracked reservoir tube. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer's friend called in to report a button error alarm. The customer's blood glucose level was 100 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and the customer was informed to return the device for analysis.